Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. Blood and tissue was visible inside the helix. The helix extends and retracts within specification.

Event description:
It was reported that the right ventricular (rv) lead perforated which caused a pericardial effusion and chest pain. The helix would not retract during revision. The right atrial (ra) lead was reported to have a possible perforation pending and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.